Event description:
According to the reporter, during a laparoscopic cholecystectomy, at the time of ligation of the common bile duct, the surgeon was able to squeeze the handle, and the jaws were able to close, but the clips did not perform properly. It occurred on two clip appliers. To resolve the issue, the surgeon opened a new device, which was third in a row. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 176657, 176657 endoclip ii ml 10 appli (lot#:j4d3582ny). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received fully applied with no clip remaining. The shrink wrap was torn from the shaft. It was reported that the clips not loading properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when interaction between the instrument shaft and trocar system may result in a tear of the shrink wrap during device insertion or removal. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid shrink wrap contact with sharps or cautery devices during the application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.